Event description:
It was reported by provider that the power switch on the (B)(4) concentrator has no alarms, hose clamp was replaced and wire ties x 5 repaired leaks, and pilot valve and o ring are leaking.

Manufacturer narrative:
Follow up with be filed if additional information is received.